Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery. The current blood glucose value is 240 mg/dl. The current sensor glucose value is 59. The sensor glucose and blood glucose is not within acceptable range. Customer was advised to removed and replaced sensor. The customer was advised we will ship a replacement sensor. The customer reported via phone call that the insulin pump alarm change sensor. Customer's blood glucose at time of incident was unknown. The customer stated that bad sensor alert occurred after a 2d consecutive calibration error. Customer was advised and discussed the timing of calibrations leading to alert and calibration protocol. Customer was advised to removed and change out the sensor.